Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer was treated with IV and insulin drip. The customer also stated that there is a crack on the o-ring as she removed the reservoir. The customer stated that she ran into a wall and might have caused the damage herself. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.